Manufacturer narrative:
At the time of the reported complaint, instrumentation laboratory co. Conducted a comprehensive investigation, including a review of the data from the gem premier chemstat pak (cartridge) in question. The review confirmed that the creatinine sensor was operating within specifications, and the root cause of the bias seen between the gem premier chemstat and the beckman au creatinine jaffe could not be conclusively determined. As a result, the complaint was closed, and no remedial action was deemed necessary. Important note: instrumentation laboratory co. Recently conducted a self-assessment of its quality management system as part of its ongoing compliance and quality program due diligence. One aspect of this assessment was to perform a retrospective review of product complaints received over the past two years, to assess if any complaints should have been reported to FDA following the FDA guidance, "medical device reporting for manufacturers". As part of this assessment, we identified a small number of complaints that require retrospective reporting. Please be assured that instrumentation laboratory takes its regulatory responsibilities to the FDA and its customers seriously and strives to produce only the highest quality devices. The number of late reported complaints is less than (B)(4) of the annual complaint volume received and a CAPA has been initiated to mitigate future occurrences. Furthermore, the company has and will continue to dedicate the necessary financial and personnel resources (and management oversight) to complete these action plans in a timely manner.

Event description:
A customer reported that creatinine results from a gem premier chemstat pak (cartridge) were erroneously high. Patients were sent for additional testing in the emergency department with samples sent to the laboratory (beckman au creatinine jaffe assay), and the results were within normal range. No patient impact was reported.